Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), confirmed visible abrasion on the flange that attaches the bend relief to the pump; however, a specific cause for the reported event could not be conclusively determined through this evaluation. It was reported that the pump was explanted due to a heart transplant on (B)(6) 2021. During the explant procedure, it was observed that the bend relief was not properly attached for an unknown duration. Signs of visible abrasion were observed on the flange that attaches the bend relief to the pump. The explant procedure was uneventful, and the pump was returned to abbott. It was requested that the pump be returned to the patient after evaluation. Evaluation of the submitted photo revealed signs of visible abrasion on the flange that attaches the bend relief to the pump. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 5.0¿ of the sealed outflow graft was returned unattached from the pump outflow. The outflow graft bend relief was returned unattached. The cuff lock was returned fully engaged. The sealed outflow graft and bend relief were returned not engaged with the graft attachment. The graft material was free of distortion such as twists or kinks. The textured surface of the graft attachment revealed no evidence of developed or adhered thrombus formations. The o-ring in the graft attachment was present and seated properly. The lumen of the sealed outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. The sealed outflow graft bend relief appeared unremarkable. The locking tabs of the bend relief attachment clip revealed slight abrasion at their tips, and there was some tissue growth beneath the clip. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device revealed low flow events consistent with the patient¿s transplant surgery. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. Section 5 contains information on "preparing the sealed outflow graft." "De-airing the pump," explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Next, this section of the IFU instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 also cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of explant is currently unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that pump was explanted due to heart transplantation. During explant procedure it was noticed that the bend relief was not properly attached. It was unknown how long this had been the case. On the flange which attaches the bend relief to the pump, there were signs of visible abrasion. The pump was explanted uneventfully and will be returned for further investigation.